Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels, and continuous low bg levels (value not provided). The cause was not provided. Although requested by tandem technical support, the customer declined troubleshooting.